Manufacturer narrative:
The customer¿s report that there was a small leak in the tubing was confirmed due to a slice/cut in the tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a cut/slice on the tubing on the proximal tubing below the anti-siphon. The cut extended almost completely across the tubing. Liquid leaked from the cut that extended diagonally almost completely across the tubing. No other damages or anomalies were observed throughout the set. Functional testing was performed and the set leaked from the tubing cut that was observed during visual inspection. No other leaks were observed throughout the set. The root cause of the cut was not identified.

Event description:
It was reported that a patient was on a pca pump. The physician's assistant notified the nurse that the pca pump tubing was leaking onto the floor. The nurse assessed the tubing line and found that there was a small leak in the tubing. The tubing was removed. It was further confirmed during follow up, that there was no delay in treatment nor any patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was on a pca pump. The physician's assistant notified the rn that the pca pump tubing was leaking onto the floor. The rn assessed the tubing line and found that there was a small leak in the tubing. The tubing was removed. There was no delay, patient harm or death reported.

Manufacturer narrative:
B3 - correction to date of event.

Event description:
It was reported that a patient was on a pca pump. The physician's assistant notified the nurse that the pca pump tubing was leaking onto the floor. The nurse assessed the tubing line and found that there was a small leak in the tubing. The tubing was removed. It was further confirmed during follow up, that there was no delay in treatment nor any patient harm or impact as a result of this event.